Event description:
Pt was revised to address a periprosthetic fracture of the femur. The surgeon also did not like the position of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.